Manufacturer narrative:
The suspect device is a patient specific proximal humerus implant which is similar to a patient specific proximal humerus approved in the united states for compassionate use. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report. Device not returned.

Event description:
Since the patient's discharge home, he has been having ongoing episodes of instability such that his shoulder clicks in and out all the time which is making life difficult for him with his independence and difficulty with his ability to now transfer and drive.